Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 97754, serial# (B)(4), product type: recharger. (B)(4).

Event description:
It was reported that a power on reset (por) code was seen. The rep stated that the patient had a rechargeable implantable neurostimulator (ins) and the patient had spine, brain, and lung cancer. The patient had 7 radiation treatments and the patient was claiming issues with recharging since having these treatments. The patient also stated that he could not get his device to charge up completely and it was taking forever to charge. The rep met with the patient at 2pm and she was able to recharge the patient's ins at 2:09 pm. In two hours the ins was 75% charged. The rep stated that when the patient came in today the ins was dead but not in an overdischarged state. The patient then stated that he saw a power on reset (por) on his programmer. The rep interrogated the ins and it showed that a por had occurred and wanted to know why. It was suspected that it was most likely due to the radiation treatments even though they tried to shield the ins from the radiation during the treatment. It was noted that the patient was getting all 8 bars while charging. Rep was doing the charging differently and it was charging up just fine. The rep was turning the ins off to recharge and was not using the belt. As a result 8 bars were achieved while recharging which made the charging go faster. The recharge stats were checked on the physician programmer and were as follows: (B)(6) - .8 at 75%, (B)(6) - 1.3 at 50%, and (B)(6) - .7 at 50%. It was suggested that the patient needed to charge longer. The patient did not have any physical symptoms associated with the por and was able to fully recharge the ins and get effective therapy.